Event description:
It has been reported to philips that the system displayed a fault message "grid switch unavailable". The device was reportedly in clinical use at the time the issue occurred. No patient or user harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, it was confirmed from the customer that there was no actual patient harm. A remote service engineer (rse) spoke to the customer and confirmed that recently there were three similar error messages, including "grid switch unavailable - lack of radiation", "grid switch unavailable - cannot expose" and "grid switch unavailable - focus was unavailable". The device still can be used under this error message. Since the device was not available for evaluation, the resolution and root cause of the reported problem were unable to be determined. The system was returned to use, however, the error is occasionally reported. No further information could be obtained from the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue reported was grid switch was not available. The grid switch filters out the scatter radiation at the beginning and end of each fluoroscopy radiation pulse. If the system gives a grid switch unavailable user message, the system will not use the grid switch anymore. This mechanism is designed to allow the user to safely complete or terminate the procedure with pulsed fluoroscopy when normal fluoroscopy is unavailable. This will have a minor impact on image quality. Based on the available information, this issue has been determined not to be a reportable event. The codes were updated based on the investigation outcome. Device problem code and health impact code were corrected. H3 other text : device not sent back for evaluation.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, it was confirmed from the customer that there was no actual patient harm. A remote service engineer (rse) spoke to the customer and confirmed that recently there were three similar error messages, including "grid switch unavailable - lack of radiation", "grid switch unavailable - cannot expose" and "grid switch unavailable - focus was unavailable". The device still can be used under this error message. Since the device was not available for evaluation, the resolution and root cause of the reported problem were unable to be determined. The system was returned to use, however, the error is occasionally reported. No further information could be obtained from the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue reported was grid switch was not available. The grid switch filters out the scatter radiation at the beginning and end of each fluoroscopy radiation pulse. If the system gives a grid switch unavailable user message, the system will not use the grid switch anymore. This mechanism is designed to allow the user to safely complete or terminate the procedure with pulsed fluoroscopy when normal fluoroscopy is unavailable. This will have a minor impact on image quality. Based on the available information, this issue has been determined not to be a reportable event. The codes were updated based on the investigation outcome. Device problem code and health impact code were corrected. The product UDI, reporting institution name, reporting address line 1 and the reporting address city have been updated.